Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve of the vizigo seemed to be loose more than usual. Air was withdrawn largely throughout the procedure. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The issue was confirmed to be leakage-related. When replacing the catheter, replacement was conducted carefully so as not to withdraw the air. Positive pressure respiration was conducted and the vizigo short was replaced carefully to not withdraw the air. And then the procedure continued. The procedure was completed and no patient consequences were reported.

Manufacturer narrative:
On 13-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve of the vizigo seemed to be loose more than usual. Air was withdrawn largely throughout the procedure. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The issue was confirmed to be leakage-related. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubble or water leakage issues were observed. A device history record evaluation was performed for the finished device number lot 60000497 and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).